Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during unpacking, it was found that the needle was bent and the jaws would not close completely. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during unpacking, it was found that the needle was bent and the jaws would not close completely. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Received additional information from the complainant that the clevis of the device was bent. There was no needle bend, as originally reported.

Manufacturer narrative:
(B)(4) (jaws would not close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the device was received with a bent clevis. Functionally the device jaws would open and close normally considering the bent clevis. The most probable root cause is manufacturing due to the improper curve. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).